Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the radial and right artery. The 70% stenosed, 12 x 2.50mm, concentric, de novo (progressive) target lesion was located in the non-tortuous and severely calcified diagonal artery. After the lesion was pre-dilated with a 2 x 08 non-compliant balloon, a 12 x 2.50 promus premier drug-eluting stent (des) was advanced for treatment. However, there was a significant resistance and the device failed to cross the lesion. The physician felt resistance when the stent was pulled back and noticed that some stent struts were damaged. The procedure was completed using a 1.25 rotablator, and the lesion was pre-dilated with 2 x 8 and 2.50 x 12 non-compliant balloons, followed by stent implantation with 2.50 x12 promus elite stent, and post-dilated with the same 2.50 x12 nc balloon. No patient complications were reported, and the patient status was stable.